Event description:
It was reported that a pt underwent a laparoscopic hysterectomy procedure on (B) (6) 2009. In the middle of the procedure, the device stopped cutting. The staff tried re-seating the device and the device would not activate. A second motor drive unit was obtained and using the same handpiece, the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B) (4): blade seized/stopped: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00852. The same pt is represented in each medwatch.